Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: review of performance data collected from the device found there were over 40 total power on resets recorded. The last four were recorded on the day of explant and were related to the ICD power supply. Analysis revealed that the device detected a momentary voltage decrease below a minimum level. This resulted in a reset pulse being sent to the microprocessor, causing a power on reset condition. Multiple por (power on reset) events were reported. The electrical resets were due to interruptions in "micro supply" voltage. It was also noted that the patient reported being asymptomatic prior to receiving therapies, and signs of oversensing were also observed. The device was explanted and replaced. Additional information was subsequently received reporting complete electrical reset, multiple shocks, and battery depletion. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure device was out of specification in a manner that relates to event oversensing shock, inappropriate low battery.

Event description:
Multiple por (power on reset) events were reported. The electrical resets were due to interruptions in "micro supply" voltage. It was also noted that the patient reported being asymptomatic prior to receiving therapies, and signs of oversensing were also observed. The device was explanted and replaced. Additional information was subsequently received reporting complete electrical reset, multiple shocks, and battery depletion. No further patient complications have been reported as a result of this event.